Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. The investigation is ongoing and definitive the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of "poor image with endoscopes via the spiral cable at the front input." Upon inspection and testing of the returned device, it was found that no image was produced with olympus, series 180 endoscopes. This report is submitted due to the malfunction of "no image." As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and the image fault of the endoscope ¿image flickering with 180 scope¿ was confirmed. The phenomenon was attributed to faulty board set. It was assumed that wear and tear damage contributed to the reported issue. It is recommended to replace the circuit board set and other parts. Other incoming inspection findings were as follows: video connector does not hold the camera head; the device has moisture inside, and front plate need to be replaced; the device has moisture inside, and cover and capacitor need to be replaced; usb port is broken. Olympus will continue to monitor field performance for this device.